Manufacturer narrative:
(B)(4). Clarification received that this was a programming error. The patient mistakenly changed the tidal volume percentage to 5%. The homechoice (hc) machine was not malfunctioning. The hc just needed to be reprogrammed by the registered nurse (rn) to the proper prescription. No additional information will be submitted.

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center requesting assistance with the homechoice (hc) unit during fill. The hp stated the hc displayed fill 1 of 65. The technical service representative (tsr) assisted the hp to review the program. The hp stated the tidal therapy was set at 5 %. The tsr advised the hp to contact the nurse to inform and assisted to end the therapy. The hp confirmed to use a manual bag. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.